Event description:
Device at eri indication with unexpected battery behavior. No adverse patient events reported. The device was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed an unexpected voltage drop that resulted in the observed activation of the eri battery status. Based on the characteristics of the voltage drop a temporary short circuit within the battery was confirmed, compromising the integrity of the battery. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.